Event description:
Customer¿s friend reported that on an unspecified date during the first week of (B)(6) 2018 customer¿s freestyle lancing device¿s spring broke and due to this the device would not fire so she was unable to check her sugar. It was further reported the customer was experiencing ¿dizziness, stuttering speech and seizures¿. Caller contacted customer¿s healthcare provider who advised that she be taken to an emergency room. At the hospital, a reading ¿below 40 mg/dl¿ was received, customer was admitted to the hospital and treated with unspecified medications to ¿increase her sugar¿. Caller noted the customer stayed in the hospital for ¿2-3 weeks¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specifications. No product has been returned for this complaint to date and a valid serial number was not provided. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of november 2017 to november 2018, and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products are not expected to be returned. A follow-up report will be filed once the product investigation is completed. The actual date when the event occurred in unknown. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s friend reported that on an unspecified date during the first week of (B)(6) 2018 customer¿s freestyle lancing device¿s spring broke and due to this the device would not fire, so she was unable to check her sugar. It was further reported the customer was experiencing ¿dizziness, stuttering speech and seizures¿. Caller contacted customer¿s healthcare provider who advised that she be taken to an emergency room. At the hospital, a reading ¿below 40 mg/dl¿ was received, customer was admitted to the hospital and treated with unspecified medications to ¿increase her sugar¿. Caller noted the customer stayed in the hospital for ¿2-3 weeks¿. There was no report of death or permanent injury associated with this event.